Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the boards were reseated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system intermittently had an interlock failure error and would not fluoro during a case. No patient injury was reported.